Event description:
On (B)(6) 2011, the pt reported that the down button of the infusion device is intermittently without function. The pt first noticed the problem about a month and a half before reporting the issue. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and was requested to be returned for product eval.